Event description:
During use of the device for cardiopulmonary bypass, the pump console displayed a message indicating that the status of the backup batteries could not be assured. The device was able to be switched to backup battery power and back to ac power without loss of function. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.